Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump had stopped pumping on multiple occasions. The customer's blood glucose (bg) level was 500 mg/dl and insulin injections were used to address the high bg level. The customer had been using the pump on and off for the past 10 days. Tandem technical support had the customer load new supplies on the pump and perform a system check. The pump was found to be functioning as expected. The customer indicated that the pump will be reconnected and used after the long lasting insulin was no longer active.